Event description:
It was reported that the pump and catheters were never implanted. There was no alleged product issue on the catheters or pump. It was noted that the physician attempted to place a catheter but was unable to. The guidewire was bent and was unable to thread so another catheter was opened. It was noted that then the physician was unable to open second catheter. Pump was opened by circulator upon the physician confirmation at the start of the case; however, because the catheter was unable to be place, pump was not implanted. The patient¿s status at the time of report was unknown. There were no patient symptoms or complications associated with the event. Additional information received reported that both guidewires were bent due to usage/procedure attempts. It was unknown if future implant was scheduled.

Event description:
Additional information indicated that the physician was unable to enter and thread the second catheter up into the intrathecal space.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).